Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed to electrocautery protection mode during pre-operative preparations for an unrelated procedure to provide pacing in doo mode. The patient experienced shortness of breath (sob) in electrocautery protection mode. A health care professional (hcp) contacted boston scientific technical services (ts) and reported that the device did not appear to be pacing in electrocautery protection mode, however, the surface electrogram (egm) was not on. Ts recommended turning on the surface egm to review markers and noted the potential of the patient being symptomatic with asynchronous pacing. No adverse patient effects were reported. Subsequent information was received that the patient later passed away 2 years 4 months later with no additional information linking the product to the death. The product was abandoned in the patient.